Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
A pregnant customer reported feeling faint and went to lie down. An unknown time later her husband tested her on the mobile system and received a result of 8.4 mmol/l. No actions were taken based on this result. An unspecified amount of time later the customer's husband noticed she was not responding and called an ambulance. The customer was taken to the hospital and tested 1.8 mmol/l on a professional meter. She tested 9.0 mmol/l on the mobile system 1 minute later. The customer was hospitalized and treated with a glycogen injection. The customer's baby was due (B)(6) 2014, but as a result of the pregnancy risk labor was started (B)(6) 2014. The customer's condition is now fine. Requested return of suspect device however the test cassette is no longer available.